Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011; inratio: 7.5; lab: 4.0. Patient's target therapeutic range is 2.0-3.0. Lab test done an hour after meter result.

Manufacturer narrative:
Investigation pending.